Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks across the length of the shaft and the shaft itself was broken at 240mm distal to the strain relief. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial circumflex artery. A 3.00 x 8 synergy ii drug-eluting stent was advanced but failed to cross the lesion. While pulling the device out of the body and upon removal from the guide catheter, the shaft broke in two. The physician did not deploy a stent to the intended area but opted to leave not stented. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial circumflex artery. A 3.00 x 8 synergy ii drug-eluting stent was advanced but failed to cross the lesion. While pulling the device out of the body and upon removal from the guide catheter, the shaft broke in two. The physician did not deploy a stent to the intended area but opted to leave not stented. No patient complications were reported and the patient's status was fine.